Event description:
A 4.0 mm drill bit was being used to drill a hole through the pt's left distal femur. During drilling, the distal 1/8 inch of drill bit broke off in the medial femur. The surgeon was using fluoroscopy at the time and saw the event occur. He attempted to remove the fractured piece of drill without success. The surgeon determined that the only way to remove the fragment was to make a medial incision on the pt's leg, and given the size and location of the drill tip, the harm caused with the incision could not be justified. The pt was told of the event and it was reported to the MFR's rep.